Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed power error detected. The patient¿s blood glucose level was 398 at the time of the incident. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Customer was neither in emergence room, nor admitted into hospital, nor was emergence medical services dispatched as a result of high blood glucose values. Power error detected recurred within a week of t/s previous occurrence. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the insulin pump alarmed battery power error, power loss alarm and replace battery alert. The power management tool confirmed battery power error, power loss alarm and replace battery alert, was triggered battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to connector resistance on printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly.